Manufacturer narrative:
(B)(4).. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon did not see the leading haptic when inserting an intraocular lens using the preloaded insertion system, model pcb00. The surgeon pulled the lens back to make sure the haptic was there and may have caused the capsular bag to tear and a vitrectomy was performed. A lens from another manufacturer was used as a replacement lens and the surgery was completed. No additional information was provided.

Manufacturer narrative:
Additional info: further information was provided by the surgery site. During implant of the lens, the doctor did not see the lead haptic/haptic seems bent when inserting the lens into the eye. There was no incision enlargement and not sutures were done. There was no patient injury post-op. Initial reporter: updated. (B)(6). Health care professional: yes. Occupation: physician. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. The preloaded insertion system was received. The plunger component was observed in the advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device. The pushrod was observed advanced to the cartridge tip. The lens was returned in a separate container. Visual inspection at 10x microscope magnification was performed. Residue of what appears to be viscoelastic was observed at the cartridge. The cartridge and pushrod are in good condition. Residue of what appears to be viscoelastic was observed on the lens optic zone. The leading haptic was detached. The missing portion of the haptic was not returned. The lens was torn, most probably related to the removal process. The customer's reported event was not verified in the returned lens sample. Manufacturing record review: a manufacturing record evaluation was performed. The manufacturing process was evaluated and the lenses were manufactured within specifications. The units were released according to specification. No non-conformance reports (ncrs) was found that were associated to this production order. A search of complaints revealed no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.